Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor alert occurred. Data was evaluated and the allegation was confirmed as a an early sensor expiration. The probable cause could not be determined. The reported event of a new sensor alert is reportable based on the finding of an early sensor expiration. The sensor was inserted into the arm on (B)(6) 2020 which is off-label usage of the device no injury or medical intervention was reported.